Manufacturer narrative:
The pump was set to proper time and date. The pump passed the displacement, selftest and unexpected restart error test. No alarms or unexpected time/date change noted during testing. The pump functioned properly. The pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received external ram error alarms. The customer reported that the insulin pump would lose time and date settings, reservoir settings and transmitter settings every battery change. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.